Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 450 mg/dl. The customer was disoriented, and had extreme thirst. It was also stated that the customer ran out of test strips, was getting no delivery alarms, and delivered five to ten units of insulin prior to the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.